Event description:
Testing instrument failure with results which cannot be repeated for csf testing. Continued problem with this instrument -beckman immage nephelometer- for 6 months or more, pt samples often do not repeat, many calls placed to the vendor, numerous service visits with no resolution. Most recent event was csf on 7 different pts with igg and albumin results varying by as much as 100+%.